Event description:
It was reported on feb 27, 2026, that, during reprocessing, the ultrasound gastrovideoscope tested positive for unknown colony forming units (cfus) of unknown microbe. The device was retested on may 22, 2026, and it tested positive for 25 cfus of an unknown microbe. The device was tested again on jun 05, 2026, and tested positive of 36 cfus of an unknown microbe. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.